Event description:
During the procedure, it was reported as soon as ablation started, it was observed that the patient went into a ventricular flutter rhythm. The staff attempted to pace terminate and then moved to perform a cardioversion. With the patient back in sinus rhythm they went back to the area of interest and came on ablation again at 40 watts. Right away the patient went into a ventricular flutter rhythm again. The staff attempted to pace terminate and then performed a cardioversion again. The ablation cable from carto to stockert was checked, the ablation mapping catheter cable was changed and the settings on the stockert generator was verified. After all the verification they started ablation again, however, the patient still went into a ventricular flutter rhythm. No errors were showed on carto 3 or stockert. The physicians gave the patient lidocaine and then came on ablation starting at 25 watts. The patient remained in sinus rhythm and they continued to ablate. During the ablation, they slowly ramped up the power from 25 to 35 watts. They were able to deliver a few lesions in this way. After these few lesions were made, the next ablation, they came on and dialed up the power and the patient went in to the ventricular flutter once again. The physicians decided to give a longer lasting drug and gave amiodarone to the patient. They attempted to pace terminate and then performed a cardioversion again. There were no reported complications with the patient post procedure.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Carto 3 system: model #: m-4800-01/ m-5830-01; serial #: (B)(4). Stockert rf generator: model #: 39d-76x; serial #: (B)(4). (B)(4).